Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was previously submitted via a timely remedial action exemption report on (B)(4) 2013 for inappropriate therapy. The lead was reprogrammed and remained in use. Information was received on (B)(4) 2014 and reported the lead was removed due to infection. The additional information does not qualify for remedial action exemption reporting and is therefore being submitted via a bimonthly medwatch report submission. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/ stretching/ overstress. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant products: dtbb1d1 ICD implanted: (B)(6) 2014; 429688 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.